Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k103751, k110122, k141521. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 21mm in length and extended from a position 11mm distal of the proximal markerband to 32mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 22may2025. It was reported that balloon failure to inflate occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein. A 8.0 x 150, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon failed to inflate uniformly in the presence of severe stenosis. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon longitudinal tear.